Manufacturer narrative:
On an unknown date in 2017 (reported as ¿around the spring festival¿), the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the break in aseptic technique was not further described. On an unreported date in the same year as onset, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with cefradine along with cefazolin (doses, frequencies and routes were not reported) and dianeal therapy was discontinued (no further detail was provided). At the time of this report, the patient remained hospitalized, the peritonitis was not resolved and the patient was not recovered. It was not reported if the patient was retrained on aseptic technique. No additional information is available.